Event description:
It was reported that the patient presented to the ER after receiving multiple hv shocks. Upon interrogation, an alert showed the device in backup vvi mode. It was noted that the bvvi printout showed the backup was due to excessive charging. The device explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset anomaly was confirmed in the laboratory. The cause of the device reset was due to the timing of signals internal to the device.